Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that "the pump was not operating correctly as far as dispersing the medicine". When asked for clarification on whether the reporter was referring to volume discrepancies at refills and whether the hcp (healthcare professional) was getting back too much or not enough medicine, the reporter stated that "it varies too much or not enough". This had been occurring for the last year or year and a half. No patient symptoms were mentioned. Per the reporter, the pump was being turned down because of pending removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.